Event description:
It was reported that this right atrial (ra) lead showed loss of capture (loc) at maximum output known. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).